Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 249 mg/dl. The insulin pump has alarmed auto off, battery out limit, missed bolus and low reservoir. Explained to customer that the alarms have not been cleared since she was not using the insulin pump. Nothing further reported.